Event description:
Pt scheduled for tavr procedure. During varve deployment the balloon ruptured. Pericardial effusion noted immediately. Cardiac surgery opened chest. Pt ultimately expired despite all intervention.